Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es entire drawer had failed to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and hard to open. The field service engineer found that the drawer control board and retractor band needed to be replaced to resolve the issue. The field service engineer replaced the drawer control board and retractor band. No further issues were found. The system functioned as intended after the field service engineer repaired the device.